Event description:
Alleged the head section down function does not work electronically or with using CPR.

Manufacturer narrative:
The facility has not returned hill-rom's attempts to determine the resolution of the alleged malfunction.